Event description:
A patient had device inserted over a year ago. Patient saw doctor for routine care and x-ray was performed. It was noted that the device was completely broken in half. Patient denies any trauma to chest cavity. Pt was unaware that the device was broken. Pt was taken to surgery and the device was removed.